Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system did not complete the boot up sequence, it froze at the 0:00 countdown screen. Customer stated that they have rebooted system couple of times with no improvement and rse requested an onsite support. Review of the log file shows surge suppressor errors. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and visually inspected and found fail indicator tripped on the suppressor and confirmed flexvision pc not booting up due to failed power supply. To resolve the issue, the fse replaced flexvision pc. The defective parts were returned for analysis, for flexvision pc, malfunction was observed, and the failed component was psu (power supply unit). After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.